Manufacturer narrative:
Continuation: 310c29 tissue valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they experienced cardiac arrest. It was noted that the right ventricular (rv) lead exhibited undersensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.